Event description:
Tubing that runs across the top of the cassette is thicker than what pt is used to. The extra thickness creates a "hump" which makes it much harder to load into the pump to ensure that cassette is locked. Patient reports that they are currently using them, but are much more difficult to load. Cassettes seem to run fine after they are able to ensure it is loaded correctly.